Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. As no lot number was provided, a search of the complaint database could not be performed and the device history record could not be reviewed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during prep, the clinician found the tip of the catheter to be detached. No additional patient consequence to report.